Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) delivered 20 units of insulin without the bolus being confirmed beforehand. Additionally, it was reported the pdm did not display basal or bolus information and only showed lines instead of values. The pdm also unexpectedly restarted and showed a loading sequence while transmitting log data. The patient blood glucose levels were reportedly 120 mg/dl. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.